Event description:
It was reported that during use with bd versasafe¿ split septum sets blood leakage occurred. This is the 2nd of 3 events. The following information was provided by the initial reporter: leakage was detected during collection (blood was lost).

Manufacturer narrative:
H6: investigation summary: a (B)(6) sample was not available for investigation however, the customer indicated the complaint sample is from lot 087722. The feedback provided by the customer suggests blood leakage was detected during collection. As part of the feedback the customer provided photographs of their experience; analysis of the photographs confirmed the customer's experience as leakage was visible from the verasafe septum. A close inspection of the location of the leakage reveals in one of the photographs that the retaining sheath that holds the septum in place appears deformed. The details of this feedback were forwarded to the supplier of the component for investigation. They confirmed that the molding and assembly processes are completely automated; and the machinery is programmed to identify any damage to this component during the assembly process; a definitive root cause for the damage could not be determined in this instance. A review of the production records for lot 087722 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Manufacturer narrative:
D.4. Medical device expiration date: na. E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd versasafe¿ split septum sets blood leakage occurred. This is the 2nd of 3 events. The following information was provided by the initial reporter: leakage was detected during collection (blood was lost).